Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe¿ manual needle guard has not been working properly, leaving the needle exposed. The customer states that they manually cover the needle before disposal. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for a defective needle guard detected by end user. Neither samples nor photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Bd has controls in place to mitigate the risk of activation failure to occur. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.